Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a lobectomy procedure, one side was stapled but the other side was not stapled. The surgeon could not grip the firing trigger completely. Another device was used to complete the case. There was no pt consequence.